Event description:
It was reported the patient received the following results within 15 minutes: 64 mg/dl with her accu-chek aviva meter and 170 mg/dl with her husband´s accu-chek aviva meter. The results were obtained using the same vial of test strips.